Manufacturer narrative:
Device evaluation of monitor has been completed by engineering. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. Further root cause investigation being documented under (B)(4). Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Device evaluation of monitor sn (B)(6) is underway. Upon investigation the monitor was displaying a service code 102 (charge profile fault) and 203 (pulse test fault). A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor displayed a service code 102 (charge profile fault).

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor was displaying a service code 102 (charge profile fault) and 203 (pulse test fault). A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor displayed a service code 102 (charge profile fault).